Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No kinks or damages identified with the hypotube shaft. A detailed microscopic examination of the balloon material identified a 1mm scratch with 3 distinct pinholes running along the scratch mark just proximal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks/damages identified with the polymer shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Functional examination revealed that the device was attached to an encore inflation device. An attempt was then made to inflate the balloon to its rated burst pressure of 12 atmospheres however, a leak was identified 3 distinct pinholes running along the scratch mark. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
Reportable based on device analysis completed on 13dec2024. It was reported that the device could not be deployed normally. The target lesion was located in the left anterior descending artery. A 6mmx2.50mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, the device could not be deployed normally. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that a 1mm scratch with 3 distinct pinholes running along the scratch mark just proximal from the distal markerband.